Event description:
Reporter stated that the right side frame fractured through the second to the last hole. No injury reported.

Manufacturer narrative:
Product returned and it was confirmed that the side frame had fractured. This issue is being reviewed and addressed within our CAPA procedure. Root cause is pending further eval.